Event description:
The customer reported a blank display and unresponsive buttons after it got wet in the pool. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the liquid crystal display and the motherboard.